Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 70-year-old male patient was admitted for acute decompensated heart failure. He was initially supported on both va ECMO and intra-aortic balloon pump (iabp). An impella cp was placed to vent the left ventricle. The cp was noted to be deep on echo and was repositioned. The patient was started on continuous renal replacement therapy (crrt). The patient was upgraded to an impella 5.5 with ongoing ECMO support. Due to crrt and volume removal, the patient was hypovolemic requiring volume replacement. The patient developed bilateral numbness and was urgently decannulated from ECMO. Due to ¿wet¿ lungs on xray, the patient was treated for pneumonia. The patient had a CT scan which showed a subdural hematoma and anticoagulation was stopped. An impella stop alarm was noted on transport but self-resolved. The patient was deemed not to be a candidate for advanced therapies and was placed on palliative care. On (B)(6) 2025, the patient expired on support.